Event description:
It was reported that the right atrial lead exhibited failure to capture, under-sensing, and p-wave amplitude variation. It was discovered that the lead dislodged. Programming changes were performed. No further intervention as performed. There were no patient consequences.